Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15267. It was reported, the pt experiences ineffective stimulation of her shoulder blades utilizing 2 pns (off-label) leads which were implanted in the cervical area and instead experiences stimulation of her arms. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.